Event description:
The iab was inserted into the pt on 3/20/98 at 7:15 pm and removed on 3/22/98 at 8:00 pm. The iab did not malfunction. The pt had bleeding that was not severe and a vascular surgeon was consulted. The pt was agitated and pulled out the iab. A hematoma developed and required a compression with a femstop. (Event complications: bleeding-not severe/hematoma-reported 3/26/98.) (Pt's current status: unk-reported 3/26/98.)